Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50e serial#: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that following a trial procedure the patient was experiencing pain and muscle spasm when the stimulation was turned on. X-ray result showed that the lead had migrated. The patient underwent a lead pull. It was unknown if the lead pull was early or scheduled procedure.